Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery, after an unspecified procedure. Reportedly, the right common femoral was hard to access. After the clip was deployed and upon removal the device remained stuck. The safety release button was pushed, in an attempt to remove the device from the pt anatomy, but was unsuccessful. Using counter-traction, the device was removed. The clip remained at the end of the device. Manual compression was used to achieve hemostasis. There was no adverse pt sequela reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.